Event description:
It was reported to st. Jude medical that the device displayed noise on the ventricular channel. As a result, multiple inappropriate therapies were delivered. High lead impedance was also observed. The device was explanted.

Manufacturer narrative:
(B)(4).